Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high" on the continues glucose monitor (cgm); although specific value was not provided. Bg level was addressed with a correction bolus via the pump and a manual injection. Reportedly, the insulin was exposed to extreme temperatures. Customer changed supplies and resumed insulin therapy.

Manufacturer narrative:
Per the tandem user guide : you should avoid activities which could expose your pump to temperatures below 41ºf (5ºc) or above 98.6ºf (37ºc), as insulin can freeze at low temperatures or degrade at high temperatures. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.